Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The result was reported to the physician. The same sample was reprocessed on the same system and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (29-jun-2022): (B)(6) center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. No product non-conformance was identified with the vancomycin (vanc) assay or the dimension vista 500 system. Calibration and quality control recoveries were acceptable at the time of the event. A potential product issue was not identified. The cause of the event is unknown. The instrument is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed 03-jun-2022.